Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) would turn off when switching from one group to another and there was difficulty finding the implant. The controller display would show ¿stimulation is off¿ and it was noted that the issue happened intermittently. During the call, it was reported that the controller was working fine. The manufacturer representative stated that the controller would also show a ¿no device found¿ error message frequently, even when the patient would hold the controller closer to the ins. It was noted that the issue happened both with and without the recharger attached but the tablet had no problems communicating with the ins. The manufacturer representative also stated that the patient noticed when charging that the controller would say ¿finished¿ at 70%, even if they hadn¿t touched the screen. The manufacturer representative stated that the controller had just showed ¿excellent¿ and that the patient hadn¿t done anything to stop recharging. It was noted that the manufacturer representative had already reseated the battery pack and recharger. The caller was redirected to the repair department and a replacement controller was requested. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that they called technical support the same day as the original report, and got a replacement controller sent to the patient. The rep has called the patient and left several messages to determine if their issues were resolved after receiving the replacement controller, however no response was received from the patient. No further complications were reported or anticipated.